Event description:
It was reported that the patient's implantable cardiac monitor (icm) could not be interrogated due to possible battery depletion. The device remains in the patient and will not be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.